Event description:
Bayer case number: (B)(4) pelvic pain [pelvic pain female] , asthenia [asthenia] , headaches [headache] , difficulties concentrating, [concentration impairment] , decreased visual acuity [visual acuity decreased] , transit disorders [intestinal movement disorder] , sleep disturbances [sleep disturbance] , menorrhagia [menorrhagia] , irregular cycles [menses irregular] , vaginal dryness [vaginal dryness] , low back pain [low back pain] , cervical pain [uterine cervical pain] , paresthesia of the lower limbs [paresthesia lower limb] , pain in left wrist [wrist pain] , pain in left thumb [pain in thumb] , tendinitis [tendinitis] , muscle and joint pain [arthromyalgia] . Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in an adult female patient who had essure inserted (lot no. 816053) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of parity 2 (1991 & 1993). Previously administered products included: mirena l and lutenyl. Concurrent conditions were listed as genital bleeding, wrist pain, radicular pain, cervical pain, low back pain, knee pain, lumbosciatica, intervertebral disc protrusion, sciatica, tendonitis, cervicobrachialgia and vaginal dryness. Concomitant products included colprone (medrogestone) and qlaira (dienogest, estradiol valerate). On (B)(6) 2011, the patient had essure inserted. On unknown date she experienced pelvic pain (seriousness criteria hospitalisation and intervention required), asthenia ("asthenia"), headache ("headaches"), disturbance in attention ("difficulties concentrating,"), visual acuity reduced ("decreased visual acuity"), gastrointestinal motility disorder (" transit disorders"), sleep disorder (" sleep disturbances"), heavy menstrual bleeding ("menorrhagia"), menstruation irregular ("irregular cycles"), vulvovaginal dryness ("vaginal dryness"), back pain ("low back pain"), uterine cervical pain ("cervical pain"), paraesthesia ("paresthesia of the lower limbs"), wrist pain ("pain in left wrist"), pain in extremity ("pain in left thumb"), tendonitis ("tendinitis") and arthromyalgia ("muscle and joint pain"). The patient was treated with hydrocortancyl (prednisolone acetate), difrarel e (tocopheryl acetate, vaccinium myrtillus), lomexin (fenticonazole nitrate) and zymad (colecalciferol) as well as surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the outcomes for pelvic pain, asthenia, headache, disturbance in attention, gastrointestinal motility disorder, sleep disorder, heavy menstrual bleeding, menstruation irregular, vulvovaginal dryness, back pain, uterine cervical pain, paraesthesia, wrist pain, pain in extremity, tendonitis and arthromyalgia were unknown. The reporter considered arthromyalgia, wrist pain, asthenia, back pain, disturbance in attention, gastrointestinal motility disorder, headache, heavy menstrual bleeding, menstruation irregular, pain in extremity, paraesthesia, pelvic pain, sleep disorder, tendonitis, uterine cervical pain, visual acuity reduced and vulvovaginal dryness to be related to essure administration. The reporter commented: essure insertion details: on the right: visualization of a single coil turn; on the left: visualization of three coil turns. Diagnostic results (normal ranges are provided in parenthesis if available): [histology] on (B)(6) 2019: the samples taken showed fallopian tubes within histological limits of normal. [Hysterosalpingogram] on (B)(6) 2011: devices located in the projection of the pelvic region. No opacification of the tubes was found related to the presence of essure. [Magnetic resonance imaging neck] on (B)(6) 2012: normal [magnetic resonance imaging spinal] on (B)(6) 2014: evidence of disc disease at l4-l5 and l5-s1. [Mammogram] on (B)(6) 2012: normal examination [smear cervix] on (B)(6) 2012: absence of lesions, benign reactive changes with metaplastic remodeling; on (B)(6) 2014: normal cytology, with some regular metaplastic changes [spinal x-ray] on (B)(6) 2017: normal examination. [Ultrasound pelvis] on (B)(6) 2017: normal; on (B)(6) 2023: normal examination; (date unknown): normal [x-ray] on (B)(6) 2019: absence of implants. Case comments: a technical investigation will be conducted, including a batch review, and a review of complain records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.